Event description:
Based on additional information received on 17-oct-2017 from the physician, this case initially considered non serious was upgraded to serious as the previously reported event of sever adhesion was updated to serious event ileus with seriousness criteria as hospitalization/prolongation. This unsolicited case from (B)(6) was received on (B)(6) 2017 from the surgeon. This case concerns a (B)(6) male patient who received treatment with seprafilm and after 12 days the patient had ileus. No past drugs and concurrent conditions were reported. The patient's medical history included ileus (underlying disease). The concomitant medical device included: gia 60-38 (4 staple stitches). On (B)(6) 2017, release of ileus and partial small intestinal resection were performed for ileus (not an event), and 1 sheet of seprafilm (dose, form, route not provided) for post operative adhesion was applied directly below the wound without using sepralap. On (B)(6) 2017, 12 days after placing seprafilm, ileus (moderate) developed directly below the wound (partially overlapped with the application site of seprafilm). On an unknown date in (B)(6) 2017, the patient was hospitalized for ileus. As of (B)(6) 2017, the patient had not recovered from the event "ileus". It was reported that the bacterial culture was not performed. On an unknown date, the symptom worsened. On (B)(6) 2017, the patient recovered from the event. Corrective treatment: not reported outcome: recovered for ileus; diagnosis: ileus; reporting surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization); reporting surgeon's causality assessment: unknown; reporting surgeon's comment: then, interceed was used, but the condition seemed not to be good similarly. Therefore, the adverse event was considered possibly due to the patient's predisposition. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. It was reported that the continuation of the investigation was impossible as the reporting surgeon's approval was not obtained. Additional information was received on 17-oct-2017 from the surgeon. Based on additional information received on (B)(6) 2017 from the physician, this case initially considered non serious was upgraded to serious as the previously reported event of sever adhesion was updated to serious event ileus with seriousness criteria as hospitalization/prolongation. Symptom worsened was captured as symptom of ileus. The patient's demographic details (age and gender) were added. The suspect product start date was added. The start date of the event of ileus was added. The patient's medical history was added. Clinical course updated and text was amended accordingly. Additional information was received on 08-nov-2017 from the surgeon. Event outcome was updated. Reporting surgeon's comment was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 8-nov-2017: the follow up information received does not change previous case assessment. This case concerns a male patient who was treated with seprafilm and was later hospitalized with ileus. Based upon the information available, the causal role of the product has been assessed as possible. However, further information regarding patient's current clinical presentation, concomitant medications and other risk factors will aid in complete medical case assessment.

Event description:
Based on additional information received on 17-oct-2017 from the physician, this case initially considered non serious was upgraded to serious as the previously reported event of sever adhesion was updated to serious event ileus with seriousness criteria as hospitalization/prolongation. This unsolicited case from (B)(6) was received on 13- oct-2017 from the surgeon. This case concerns a (B)(6) years old male patient who received treatment with seprafilm and after 12 days the patient had ileus. No past drugs and concurrent conditions were reported. The patient's medical history included ileus (underlying disease). The concomitant medical device included: gia 60-38 (4 staple stitches). On (B)(6) 2017, release of ileus and partial small intestinal resection were performed for ileus (not an event), and 1 sheet of seprafilm (lot number, expiration date, dose, form, route not provided) for post operative adhesion was applied directly below the wound without using sepralap. On (B)(6) 2017, 12 days after placing seprafilm, ileus (moderate) developed directly below the wound (partially overlapped with the application site of seprafilm). On an unknown date in (B)(6) 2017, the patient was hospitalized for ileus. As of (B)(6) 2017, the patient had not recovered from the event "ileus". It was reported that the bacterial culture was not performed. On an unknown date, the symptom worsened. On (B)(6) 2017, the patient recovered from the event. Corrective treatment: not reported. Outcome: recovered for ileus. Diagnosis: ileus. Reporting surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting surgeon's causality assessment: unknown. Reporting surgeon's comment: then, interceed was used, but the condition seemed not to be good similarly. Therefore, the adverse event was considered possibly due to the patient's predisposition. A global pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event will be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Additional information was received on 17-oct-2017 from the surgeon. Based on additional information received on 17-oct-2017 from the physician, this case initially considered non serious was upgraded to serious as the previously reported event of sever adhesion was updated to serious event ileus with seriousness criteria as hospitalization/prolongation. Symptom worsened was captured as symptom of ileus. The patient's demographic details (age and gender) were added. The suspect product start date was added. The start date of the event of ileus was added. The patient's medical history was added. Clinical course updated and text was amended accordingly. Additional information was received on 08-nov-2017 from the surgeon. Event outcome was updated. Reporting surgeon's comment was added. Clinical course updated and text was amended accordingly. Additional information was received on 15-nov-2017. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 8-nov-2017: the follow up information received does not change previous case assessment. This case concerns a male patient who was treated with seprafilm and was later hospitalized with ileus. Based upon the information available, the causal role of the product has been assessed as possible. However, further information regarding patient's current clinical presentation, concomitant medications and other risk factors will aid in complete medical case assessment.

Event description:
Based on additional information received on (B)(6) 2017 from the physician, this case initially considered non serious was upgraded to serious as the previously reported event of sever adhesion was updated to serious event ileus with seriousness criteria as hospitalization/prolongation. This unsolicited case from (B)(6) was received on 13- oct-2017 from the surgeon. This case concerns a (B)(6) male patient who received treatment with seprafilm and after 12 days the patient had ileus. No past drugs and concurrent conditions were reported. The patient's medical history included ileus (underlying disease). The concomitant medical device included: gia 60-38 (4 staple stitches). On (B)(6) 2017, release of ileus and partial small intestinal resection were performed for ileus (not an event), and 1 sheet of seprafilm (dose, form, route not provided) for post operative adhesion was applied directly below the wound without using sepralap. On (B)(6) 2017, 12 days after placing seprafilm, ileus (moderate) developed directly below the wound (partially overlapped with the application site of seprafilm). On an unknown date in (B)(6) 2017, the patient was hospitalized for ileus. As of 17-oct-2017, the patient had not recovered from the event "ileus". It was reported that the bacterial culture was not performed. On an unknown date, the symptom worsened. Corrective treatment: not reported. Outcome: not recovered for ileus. Diagnosis: ileus. Reporting surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting surgeon's causality assessment: unknown. Reporting surgeon's comment: other possible causative factors for the event "ileus" were unknown. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Additional information was received on 17-oct-2017 from the surgeon. Based on additional information received on 17-oct-2017 from the physician, this case initially considered non serious was upgraded to serious as the previously reported event of sever adhesion was updated to serious event ileus with seriousness criteria as hospitalization/prolongation. Symptom worsened was captured as symptom of ileus. The patient's demographic details (age and gender) were added. The suspect product start date was added. The start date of the event of ileus was added. The patient's medical history was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 24-oct-2017: this case concerns a male patient who was treated with seprafilm and was later hospitalized with ileus. Based upon the information available, the causal role of the product has been assessed as possible. However, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors will aid in complete medical case assessment.